Event description:
It was reported that during a laparoscopic adrenalectomy, the device active blade broke in half, during use about halfway through the case. There was no patient consequence.

Manufacturer narrative:
H6: broken blade. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approximately 13.16mm from the top of the outer tube. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert warns: "scratches on the blade may lead to premature blade failure."